Event description:
Intraosseous needle was inserted into infant's femur for emergency parenteral access during cardiac arrest. When operator attempted to remove stylet, the palm guard separated from the stylet, leaving the stylet within the needle. Stylet could not be removed with hemostat, an intraosseous needle was rendered useless.